Event description:
The event did not happen while on a patient. The faulty censor was discovered as the customer was spinning a circuit to get ready to cannulate a new patient. After it was switched out it was sent to the sites bio-med engineer for evaluation who determined the censor was faulty. There was no record of what console the flow probe had come off of. Log files were not available.

Manufacturer narrative:
B5: additional information. H10 - related report numbers. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Section d5; operator of device corrected. Manufacturer's investigation conclusion: the centrimag console was evaluated due to the reported event of the centrimag flow probe intermittently not being recognized by the console, and showing flow when there is no flow. The centrimag console was not returned for analysis. Available information indicates that the issue was isolated to the flow probe, and that the issue resolved upon replacing the flow probe. The centrimag console was not correlated to the root cause of the reported event. The serial number of the console was not provided. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the centrimag flow probe intermittently not recognized by the centrimag console which showed dashes. It also intermittently showed flow when there was no flow.